Event description:
It was reported that the physician experienced a lot of difficulty when attempting to advance a 2.25x8mm endeavor resolute drug eluting stent across a previously deployed non-medtronic stent in a heavily calcified lad artery. It is reported that the physician was unable to get the 2.25x8mm endeavor resolute stent past the non medtronic stent, and felt resistance when the endeavor resolute stent was pulled back into left main coronary artery and the guide catheter. The physician did get the endeavor resolute stent back into the guide catheter and when the balloon was removed it was noted that there was no stent present. The physician inserted a 1.25mm sprinter device into the guide catheter and successfully retracted the endeavor resolute stent out of the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: dislodgement. Heavily calcified lad. Previously deployed stent and guide catheter appear to have contributed to the issue. Device or procedural images not provided for review. Conclusions: dislodgement. Heavily calcified lad. Device or procedural images not provided for review.